Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of ventricular capture was observed. No additional information was available at this time.

Event description:
New information received notes that the loss of ventricular capture was discovered during follow-up in clinic. Patient was asymptomatic. Device was explanted and replaced.